Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and no general - unexpected restart alarm, no blank display and no beeping alarm during testing. Device received with cracked case at display window corner and stained address number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 600mg/dl at the time of incident. The customer reported that her sons pump went out on saturday and he has been giving himself regular shots until they get the issue resolved. The customer reported that it started to buzz and was not getting insulin out. The customer reported that next two weeks, it was fine and started out friday or saturday it started to buzz on its own. Customer was not calling back after receiving a new battery cap. They were unable to complete troubleshoot as they were unable to locate battery cap to confirm issues and check alarm history. The customer will be sent battery cap and will call back to troubleshoot. The customer called back and had not received the replacement cap yet for the blank display issue. During call, caller found the old battery cap. They placed a battery in, and got blank display, followed by beeping, followed by a general unexpected restart alarm, and then the blank display again, and periodic beeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.